Manufacturer narrative:
The investigation is in progress. Samples are in route, but have not yet been received for eval. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR¿s acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).

Event description:
A nurse reported that the knife used in surgery was dull at the tip. There was no pt harm reported.